Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy (post polypectomy) performed on (B)(6), 2009. According to the complainant, during preparation, they tried to advance the clip but the sheath appeared to be melted together at the distal end of the outer sheath and would not allow the clip to advance. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have no problems.

Manufacturer narrative:
(B)(4) (buckled/accordion). The device has been received for analysis, however, it has not been evaluated as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).